Event description:
A surgeon reported a pt with an unexpected postoperative refraction and blurred vision following intraocular lens (iol) implant surgery.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 11/3/08 and 11/18/08 by phone, fax, and mail. A completed questionnaire was received on 11/18/08.